Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the adhesive on the objective lens of the deflectable videoscope was peeled. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction is likely to be the result of stress from repeated use, external factors, or mishandling. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.